Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted; therefore, a product investigation could not be performed and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specifications. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; and the lens meets the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. Based on the results of the investigation, the reported event was not confirmed and there is no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Patient experienced halos about three weeks after the right eye surgery. If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had cataracts removed from both of her eyes. A 23.0 diopter zlb00 intraocular lens (iol) was implanted in patient's left eye and a 23.5 diopter zlb00 iol was implanted in patient's right eye. About three weeks after the right eye surgery, (B)(6) 2016, the patient experienced a halo effect under nighttime conditions. Reportedly, halos interfere with patient's nighttime driving. The patient sees halos around small items such as the red light on her telephone showing the phone is charging which is small and doesn't bother her. Patient has not had any secondary surgery or has required medical intervention since the implants. No further information was provided. This report represents the lens implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.